Manufacturer narrative:
Plant investigation: the actual device with original packaging was returned to the manufacturer from the customer and a physical evaluation was performed. During disinfection, a leak was found on the cassette film. The reported condition was confirmed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette during step 9 of their pd end treatment. The patient reported that they were receiving an air detected in cassette alarm and a draining slowly message during drain 4 of 4 of their pd treatment and treatment was cancelled. The patient reported that they were constipated. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn) regarding whether they should do manuals tonight or skip their pd treatment. A new cycler was issued to the patient. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that they believe the leak was coming from the cassette because when they opened the cycler door fluid poured out. The patient stated that they were close to treatment end when they cancelled their pd treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient is available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.